Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that staples malformed. During the open gastric surgery, after fired, found the staples malformed with irregular shape. Suture was used to complete the surgery. There were no adverse consequences to the patient.